Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's critical alarm was sounding. The pump was in safe state and a low battery reset was performed. The pt was nauseated. The drugs used in the pt's pump were hydromorphone, clonidine, and bupivicaine.